Event description:
A customer contacted beckman coulter regarding falsely elevated glucose (glu) result that was generated by the synchron lx I 725 instrument. An initial fasting glu tolerance result was 275mg/dl. The physician requested pt redraw. The customer tested the new sample for glu; the result was 77mg/dl. At the same time, the customer re-tested the pt initial sample for glu; the result was 76mg/dl. No info has been provided if pt treatment was initiated or withheld.